Event description:
Related to MFR report# 2183959-2012-02043. It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate anterior apical system with intepro lite and another mfrs product on (B)(6) 2009 to treat stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries. Plaintiff's attorney also alleged plaintiff has experienced severe mental and physical pain and suffering, suffered debilitating injuries including mesh erosion, hardening, worsening dyspareunia, recurrent incontinence leading to the need for serious vaginal surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.